Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4); number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported: "needle break" photo na1 shows a picture of a suture breakage please clarify:is it suture breakage or needle breakage? Event day? Procedure date? Procedure name? What was used to complete the procedure? Were there any adverse patient consequences? Investigation summary: three pictures were received for analysis. Upon visual inspection of the pictures, one side of the box, one unopened foil and a needle-suture piece of product code (B)(4), lot pgbdcwq0 was noted. No needle breakage could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in may 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information has been requested.